Manufacturer narrative:
Thermo fisher scientific reviewed 2 customer files which contained the 3 alleged false positive results. A review of the customer data showed that 2 of the 3 results were likely near lod and correctly called positive. One (1) sample was determined to be a false positive due to baseline noise that showed three cycles of growth and was picked up by the software as true amplification.

Event description:
(B)(6) contacted thermo fisher scientific regarding 3 potential false positive results obtained using the taqpath covid-19 combo kit test. Results were presumed to be false positive after the same samples were tested with a hologic covid-19 test and results came back negative. The customer reported no patient death or serious injury to thermo fisher scientific. A review of the customer data showed that 2 of the 3 results were likely near lod and correctly called positive. Follow-up communication with the customer confirmed that alleged false results were not reported to healthcare providers or patients.